Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral catalog#: ni lot#: ni, unknown persona tibial insert catalog#: lot#: ni. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient returned to the hospital complaining of pain. X-rays were taken and showed that the tibia bone near the tibial tray had fractured. The patient underwent a knee revision procedure to remove and replace the tibial tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-ray review confirmed the fracture of the lateral tibial plateau. There was also loosening of the medial portion of the tibial component, likely related to the fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.